Manufacturer narrative:
This report is for an unknown 5.0mm locking screw. Lot numbers is unknown; UDI number is unknown. Partial part number reported as 212.2xx complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a hardware removal of locking compression plate (lcp) condylar implants due to syndesmosis mal-reduction and malunion of distal femur fracture. The surgeon removed one (1) lcp curved condylar plate, five (5) unknown 5.0mm locking screws, two (2) unknown 4.5mm cortex screws, and one (1) unknown 5.0mm cannulated screw. The surgeon revised mal-union with zimmer retrograde femoral nail. There was no surgical delay reported. The procedure was successfully completed. Patient status after the removal procedure is unknown. This complaint involves nine (9) devices. This report is for one (1) unknown 5.0mm locking screw. This is report 1 of 9 for (B)(4).